Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
One smiths medical medfusion 3500 syringe pump was returned for analysis with noted top and right plunger cases cracked. The bottom case was found to be contaminated. Motor rate error was found in upon review of the device history log. Occlusion tests were run; verifying the complaint. The worm gear and worm coupling were found to be worn out. Based on the evidence, the cause of the problem was the wearing of the worm gear and worm coupling. The root cause of the complaint is due to the pump being over 13 years old., corrected data: g7, previously submitted (B)(6) 2018

Manufacturer narrative:
Corrected data: h4: changed manufacture date to correct date. (B)(6) 2004. Previously submitted (B)(6) 2018